Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) claims the device is getting hot when phone was up in the ear for too long. Patient went to emergency room and health care professional (hcp) stated everything was fine however, patient is still experiencing heat on the device location. This device remains in service. No adverse patient effects were reported.